Event description:
Customer states: started to use the tube (B) (6) 2009. During use of suction catheter, the patient is in pain. On (B) (6) 2009, the patient's family replaced tube with another tube and the patient's pain stopped. The tube was pre-tested.